Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was turning on by itself. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer inquired on the 2nd generation user interface (ui) board, and if it was compatible with a 1st generation ui assembly with a hydis display. The rse informed the customer the 2nd generation ui board is backwards compatible. It was noted that when installing a 2nd generation ui board onto an original user interface assembly, the stand alone backlight inverter is still required for the hydis display. The customer was provided with the part number for a replacement ui assembly.